Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gynecology. According to the reporter: the top portion came off of the trocar. No device fragment or component fell into the pt¿s cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.